Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The buttons of the pump was tested and meets the specifications.

Event description:
On (B)(6) 2012, it was reported that the check button on the pt's infusion device functions intermittently and takes a high amount of force when it does respond. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.